Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 35 months, displayed an elective replacement indicator (eri) with a monitoring voltage of 2.62v and a charge time of 20.5 seconds.